Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was pacing inappropriately. It was further reported that there were high rate events noted which were thought to be pacing too fast. The device remains in use and the patient will continue to be monitored. No patient complications have been reported as a result of this event.